Event description:
It was reported that during implant it was noted that the right ventricular (rv) lead was not pacing. Re-positioning was attempted but due to a difficult anatomy the rv lead was changed. The physician discussed the possibility of patient anatomy but was not decisive about it. The rv lead was exchanged. The patient was stable.